Event description:
Overdelivery reported. The pump was set up at approximately 11am to infuse d5w maintenance hydration at 125ml/h with a volume to be infused (vtbi) of 1000ml. At approximately 2:30pm, the display indicated a total volume delivered of 49.5ml and a volume to be infused of 600ml, however, the intravenous container was empty. The total volume delivered had been cleared at shift change (approximately 2pm) but those values were not available. The incident did not cause any adverse pt effects. No additional info was available.